Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a cartridge in the ilet system was leaking during a supply change, and the caregiver replaced the cartridge and tubing with guidance to rewind the piston and complete the change. Symptoms included no reported adverse clinical effects and no impact to blood glucose, as the leak was identified during the change. Outcomes included no medical intervention, no hospitalization, and continued device use after completing troubleshooting and education. Investigation included technical support review and user guidance on cartridge and tubing replacement. Investigation of this case revealed a suspected leak at the cartridge level without evidence of device malfunction affecting therapy. It was concluded that the event was resolved through user education and replacement of the cartridge, with no patient harm and no further action required.